Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately after intubating a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube into a patient, the customer noticed leakage of air from it and replaced the tube with another new known good one. No patient injury.